Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) mirafilter IV extension sets were leaking from the filter. The leaking was observed while running lipid infusion prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in march 2022. H11: two (2) actual devices were received for evaluation and retention samples were also evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed on the samples and no issues were noted. Additionally, the retention samples were gravity tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.